Manufacturer narrative:
(B)(4). Per fsr, the user facility was using a blue turing cap to keep the door closed on the flow sensor. He installed a new flow sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the latch was worn and the sensor would not stay closed on the tubing without extra tension. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) confirmed the reported complaint. The flow sensor was connected to lab use only (luo) three foot water loop and luo flow module and the latch functioned intermittently. It was also observed that the latch was worn and not locking properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.